Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead triggered an alert due to high out-of-range shock impedance measurements greater than 125 ohms. Rv pace impedances followed a similar pattern with less drastic variances that remained within normal limits. There was no noise on the lead, and no new events since april 2020. The presenting electrogram (egm) showed pacing at a lower rate limit of 40 bpm. The patient paced 4% in the rv, but counters had not been reset since july 2019. It was noted that the patient had transportation issues, and technical services (ts) recommended scheduling another latitude transmission a couple weeks out to monitor shock impedance measurements. This ICD and rv lead remain in service. No adverse patient effects were reported.